Event description:
It was reported that the patient had a buried lead trial and had some issues with their eye closing and watering during the trial period. Reprogramming was successfully used to correct these issues. The night after the patient received an implant, they experienced intermittent shocking from their implantable neurostimulator (ins), when stimulation was turned on. The shocking occurred in the location of the patient's left eye, nose and face. There was no known accident or incident related to the shocking. The only way to correct this was for the patient to turn the ins off. It was noted that the leads were implanted across the patients left eyebrow and temple. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778, serial# unk, implanted: unk, explanted: unk, lead model 3778, serial# unk, implanted: unk, explanted: unk.